Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device won't zero the pressure. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
This is a follow up report to complaint ID # (B)(4) which was reported under mfg#8010762-2024-00201. This complaint was identified and confirmed by the ssu (sales and service unit) on 2024-05-06 as a duplicate entry to complaint ID # (B)(4), reported under mfg#8010762-2024-00180 on 2024-04-04. All further actions will be handled in complaint ID # (B)(4).

Event description:
Complaint ID # (B)(4).